Manufacturer narrative:
The investigation into the positioning issues has been completed. The product and the data logs were not returned for review. Based on clinical description, the root cause of positioning issue was most likely due to patient movement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a male (age unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was removed as a suction alarm would not resolve and re-positioning the impella cp were unsuccessful. An impella 5.5 was placed and the cp explanted. There was no patient harm.